Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a nonspecific product performance anomaly. A new lead was successfully implanted. No additional adverse patient effects were reported. Additional information was received that the rv lead was capped due to high shock impedance gradually increasing over the course of approximately six months.

Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to a nonspecific product performance anomaly. A new lead was successfully implanted. No additional adverse patient effects were reported.